Manufacturer narrative:
The full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D314drg ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged some time shortly after implant. The atrial lead was consequently programmed off as the patient did not need pacing support from that lead. Later, high thresholds were noted on the right ventricular (rv) lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.